Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up in clinic. The device exhibited high, out of range high voltage lead impedance due to possible pocket encapsulation. The patient will be scheduled for further testing and will continue to be monitored closely.